Event description:
It was reported that the patient lost therapy and had an informational power on reset (por) on their patient programmer after a fire alarm went off in a building. Troubleshooting was successful in clearing the por and the patient's therapy was restored. Additional information received reported that the patient was fine after the troubleshooting was done. There was no known reason why the device went into a por condition. Follow up was not scheduled and the patient was fine.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3387-40, lot# j0120724v, implanted: (B)(6) 2002. Product type: lead: product ID 3387-40, lot# n24859b, implanted: (B)(6) 2001. Product type: lead. (B)(4).